Event description:
On (B)(6) 2013 a pt called to report that he passed out during a treatment on (B)(6) 2013. The pt stated a cycler error had occurred in a power recovery; he reports cycler did not display a yellow caution 40. Operator reports ending treatment and pt's blood was rinsed back. Operator administered 600cc of saline. Pt recovered. No other medical intervention provided.

Manufacturer narrative:
No evidence of a device malfunction. Cycler treatment log file was reviewed and confirmed that a caution 40 was activated following an interruption in power to the cycler prior to the treatment mode and that the operator responded correctly by pressing the treatment key to clear the caution; operator also made an increase to the ultrafiltration goal during the treatment. The log file further determined that the operator delivered a saline bolus of approx 450cc near the end of the log file; no indication of an automated rinse back. The pt continues to dialyze with the device and no subsequent similar reports received by this pt. Nxstage medical considers this report closed.